Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had changed her infusion sets about 3 times but her blood glucose has been high. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer stated that she tried to give a bolus and was disconnected from the pump, but she is not seeing insulin come out of the tubing. Customer stated that her blood glucose has been running high for the past 3 days. Customer's current blood glucose is 250 mg/dl. Customer had symptoms of high blood glucose such as nausea, dehydration, and feeling light headed. Customer treated with a manual injection. Troubleshooting was performed and customer was advised to do a complete set change. Customer will be sent a tubing clamp and will call back to run the high pressure test. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.